Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure, the device was working fine for twenty minutes until the surgeon noticed that the white pad had fallen off the inactive blade in the jaws. The device was taken off and a new one was put on which worked fine. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.